Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent insulin occlusion alerts lasting 4 hours, during which they changed their infusion site four times (two with bent cannulas) and cartridges three times. They were using a teflon infusion set (6 mm, 23") and dexcom g7 continuous glucose monitor (cgm). The user's blood glucose (bg) was 422 mg/dl before the call and 377 mg/dl by fingerstick at the end of the call, while the ilet still displayed ¿high.¿ the user entered bg manually into the ilet. Follow-up calls were attempted on 21-aug-2025 and 26-aug-2025 with voicemails left; later review confirmed bg returned to range. On (B)(6) 2025, the user confirmed bg was back in range. The user's highest blood glucose (bg) recorded was 422 mg/dl. Bg was corrected after repeated infusion site changes. Symptoms included stress and thirstiness. No outside assistance or medical intervention was required at the time of call.